Manufacturer narrative:
The reported event of power cable disconnect alarms was confirmed during analysis. Power cable disconnect became active when the black cable was maneuvered. The black cable was stripped at the connector end, and the (brown) battery gauge inner conductor was confirmed to be damaged. When interrupted, the battery gauge line may result in a power cable disconnect alarm. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's system controller alarmed with a "power cable disconnect" alarm. The system controller was exchanged and the event was resolved.